Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The consultant reported to the integra territory manager on (B)(6) 2017 that there have been "some slippages". It was unknown if the product involved doro or mayfield units since the account has both units. They do not know when the slippages occurred or any other details. No other information was provided. The integra territory manager has asked the nurses to isolate/quarantine the clamp if this happens again. Further information from the customer was requested regarding the event.

Manufacturer narrative:
Investigation completed on 01/22/2018. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. Device history record review could not be performed since no serial or lot number was provided. Root cause is undetermined at this time.